Event description:
It was reported that the asymptomatic patient presented. Upon interrogation, the right atrial lead exhibited undersensing. Programming change was performed, yet intermittent udersensing of atrial signal persisted. Other electrical measurements remained normal. The patient remained stable, and would continue to be monitored.